Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a message indicating the the ICD had reverted to a one zone device. The physician also noted that the therapy history was unavailable (erased).